Event description:
Initial report was a text message received stating the following: "I need help with replacing battery it's at 8% they're having black outs." Further information was received indicating that the patient underwent generator replacement. The explanted generator has not been received by the manufacturer to date.

Event description:
Initially it was thought that the blackouts were not seizures. Physician's medical assistant stated that the black out spells were not an increase in seizures. It was stated that seizures could not be confirmed to have occurred as a recent ECG was not performed. The black outs were attributed to low battery and stated to have stopped occurring since generator replacement. Later it was reported that the blackouts were believed to be seizures. Further information was received directly from the physician that the black outs were referring to an increase in seizures and the "spells subsided after vns was replaced." The cause of the increase in seizures was stated to be due to low battery and the increase was below pre-vns baseline levels.